Event description:
It was reported that due to very high impedance readings - greater than 4000 ohms - the lead was explanted and replaced the day after the initial implant. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that due to very high impedance readings - greater than 4000 ohms - the lead was explanted and replaced the day after implant. No patient complications were reported as a result of this event. Additional information received reported the lead had an apparent fracture.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed.